Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389-40, implanted: (B)(6) 2011, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) via a manufacturer representative reported a consumer with a fractured lead. The consumer saw the hcp on (B)(6) 2016 and complained she felt electrical shocks at the ear level. The hcp checked the impedance of the leads and system and although the values were higher, they were still in the range. On (B)(6) 2016 the chp interrogated the ins and the impedance was high. An x-ray was taken and noticed that the right-sided lead was fractured. The hcp stopped the therapy on the damaged lead and the consumer would be scheduled for a lead revision/replacement in the upcoming weeks. It was noted that the consumer had an ins replacement due to normal battery depletion in (B)(6) 2016. The consumer's medical history included parkinson's disease. Additional information received reported the consumer was scheduled for an MRI in (B)(6) 2016 and the revision will be scheduled after the MRI was performed. In the meantime therapy on the right lead was shut off.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the lead was replaced with good outcome for the patient. After being explanted, the lead was accidentally destroyed by a nurse when trying to wash it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.